Event description:
A customer reported that the unit was not recognizing the high speed cutter and that the ring was changing colors during a procedure. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and found the led (light-emitting diode) blinking on the lowest pneumatic port when vitrectomy probe was being used. The company representative replaced the pneumatics rfid (radio frequency identification) pcb (printed circuit board) to address the issue reported. The system was then tested and met all product specifications. The pneumatics rfid (radio frequency identification) pcb (printed circuit board) was received and a visual assessment of the returned sample revealed no obvious visual nonconformity. The returned pneumatics rfid pcb was installed into a calibrated system. The system was booted up without any nonconformity. The rfid ring illumination was checked using test rfid tags. Rings were verified to illuminate lavender when surgery mode was selected, green when the appropriate rfid tag was in place and amber when the incorrect tag was in place. A vitrectomy probe was installed into the pneumatics module and the footswitch was pressed repeatedly. The probe was recognized and operated without any nonconformity. The customer reported event was not able to be replicated. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The customer's consumable complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. A consumable sample was not returned for this complaint. The root cause could not be determined. (B)(4).